Manufacturer narrative:
Investigation revealed the subject product to be a concomitant item. The device did not contribute to the event. Device disposition is unknown.

Event description:
Removed a gamma nail, lag screw and locking screw. Reason for revision was the lag screw cut out. Dr. Revised to a total hip.